Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the infusion hole. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.